Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the emergency department after hearing an alarm and reported to have felt shocks. The device was interrogated and numerous short v-v intervals and a right ventricular (rv) coil impedance warning were noted. It was further reported that the patient had previously heard device alarms and felt shocks, but had not sought medical evaluation nor was the device evaluated. The device was last interrogated one day post implant, approximately ten years ago. The lead was explanted and replaced with a new lead. During the lead explant procedure the patient was contaminated by a physician's damaged glove and the patient was administered antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut and tear and was extrinsically breached due to melting. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The analyst noted that the lead was returned with severe explant damage. The lead was destructively analyzed, and the exact location of the rv fracture and mio insulation breach could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.